Event description:
During tbna ultrasound bronchoscopy inspeciton procedure (target area: a mediastinal mass was explored right posterior to the middle and lower segments of the trachea), user successfully completed first attempt, but found out the 10mm from needle tip broken while retracting the needle. User didn't found the broken needle tip under endoscopy view and assumed the needle tip may remian in patient's mediastinal mass. Patient has no ae for the time being, and user then changed to another same needle to complete the ebus-tbna procedure. Consider the possibility that the needle tip may remain in patient, user faiclity plan to conduct CT inspection with patient and his family's consent. If the needle remain in patient's mediastinal mass, user facility may conduct needle tip retreive by mediastinum scope or open thoracic surgery. It is unknown if the broken needle was remain in patient which needle further confirmation by CT or other method. Waiting for the further information. Patient outcome updated on (B)(6) 2023 tp. Patient still has the chest pain as same as the reason why patient went to hospital. Patient also has cough from time to time, no hemoptysis, no fever, no dysphagia. Stable vital signs. User facility plan to do CT to determine the location of broken needle tip within 1 week with patient's consent. 4. Are images of the device or procedure available? Attached. (Tp:the pixcel is very low and I asked customer to provide high-definition image). 5. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end). 6. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 7. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 8. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: procore. 9. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Mediastinal 3p mass. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3p. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 10. Please describe the size of the intended target site. Around 4.0×3.3cm 4.0×3.3cm. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 12. Was the device used in a tortuous position? No. 13. Are images of the device or procedure available? Attached. (Tp:the pixcel is very low and I asked customer to provide high-definition image). 14. Was it damaged in packaging before removal? No. 15. Was it damaged on removal from packaging? No. 16. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 17. What is the endoscope manufacturer and model number that was used? Pentax ultrasound endoscopy. Pentax.. 18. Was force required on insertion of device into scope? No. 19. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 20. Was difficulty experienced while retracting the needle? Yes. 21. Was the syringe used during the procedure, after the stylet was removed? Yes. 22. Was the needle able to be fully retracted before removing from the patient? Before needle retraction it was set as "0", after retraction user detected there are aournd 10mm needle tip missing. 10mm. 23. Was gaining access to the targeted site difficult? No. 24. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 25. Was needle penetration of the targeted site difficult? No. 26. Was the stylet partially removed prior to advancement of needle? No. 27. How many biopsies/passes were obtained with use of this needle? 1. 28. Did any section of the device detach inside the patient? Around 10mm needle tip remain in patient's mediastinal mass 10mm. 29. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 30. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 31. Was there difficulty in attachment / detachment of the leur to the scope? No. 32. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Unknown. Procore. 33. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 34. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 35. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 36. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation (B)(4) unit of lot: c2007370 of echo-hd-22-ebus-p was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 august 2023. The lab and lab attendance can be viewed in the ¿returned product notes¿ section. The distal end of the needle was observed to be broken approx. 3cm from the tip of the sheath. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number: c2007370 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was provided to support the complaint investigation. This were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: 1. The 22-gauge echogenic needle was used to perform an endobronchial ultrasound-guided biopsy. After performing the biopsy with the needle in good position on the ultrasound, it was described as difficult to retract the needle into the scope. After removing the needle, the distal 10 mm of the needle was missing and was not found with the endoscope. The single ultrasound image submitted for review does demonstrate an echogenic needle position within a hypoechoic mass. There is a slight bend of the needle, which I would describe as within appropriate limits while performing the biopsy. With the information and image provided, I am uncertain to the exact cause of the needle fracture. One hypothesis would be if the needle was bent causing difficulty retracting the needle, as was described, this could have resulted in focal weakening of the needle integrity. With the continued force of retracting the needle, this could have lead to the fracture. There are many other potential explanations for the needle fracture, including manufacturing defect, but without more clinical information, it is all speculation. 2. Unfortunately, the fractured fragment was not located, and may still be in the biopsied mass, or potentially in the patient¿s lungs. A follow up CT scan was not performed at the time of this complaint submission. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As per image review summary a possible root cause would be if the needle was bent causing difficulty retracting the needle, as was described, this could have resulted in focal weakening of the needle integrity. With the continued force of retracting the needle, this could have led to the fracture. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip breaking after the puncture attempt during retraction. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient still has the chest pain as same as the reason why patient went to hospital. Patient also has cough from time to time, no hemoptysis, no fever, no dysphagia. Stable vital signs. A CT was to have taken place but to date this has not been conducted. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-feb-2024.